Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd nurse reported the patient went to the emergency room (ER)(signs/symptoms unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for fungal peritonitis (organism and species unknown). The patient¿s pd catheter was pulled, and the patient was transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and will start in-center hd on (B)(6) 2021. The cause of the peritonitis is unknown. No cassette leak or issue with the liberty select cycler was reported for this event. No additional information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of fungal peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis. Although the cause of the peritonitis was unknown, fungal peritonitis most often originates from organisms found on the normal flora of human skin, gastrointestinal tract, and genitourinary tract resulting from touch contamination. The patient¿s pd catheter removal is within the guidance of the international society for peritoneal dialysis (ispd) guidelines. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s fungal peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd nurse reported the patient went to the emergency room (ER)(signs/symptoms unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for fungal peritonitis (organism and species unknown). The patient¿s pd catheter was pulled, and the patient was transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and will start in-center hd on (B)(6) 2021. The cause of the peritonitis is unknown. No cassette leak or issue with the liberty select cycler was reported for this event. No additional information was available.